Manufacturer narrative:
The insulin pump had blank display due to moisture damage on the electronics. The insulin pump was received with cracked case at display window corner, minor scratched display window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump would not turn on. The customer's blood glucose was 19 mmol/l at the time of incident. The customer stated that the insulin pump was exposed to water. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.